Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.

Event description:
Reported via patient call center it was reported that a device leak occurred. A left atrial appendage (laa) closure was performed, and a 31 mm watchman flx laa closure device was implanted. The patient reported that their most recent computed tomography (CT) scan showed a 3 mm x 7 mm leak around the closure device. The patient is currently on oral anticoagulation (oac) xarelto and will have another CT scan in (B)(6) 2025.